Manufacturer narrative:
Batch review performed on 08 april 2019: lot 160254: (B)(4) items manufactured and released on 08-apr-2016. Expiration date: 2021-03-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with two other similar reported events (complaints (B)(4) [MDR 2017-00284] and 1188-16 [MDR 2016-00634]).

Event description:
About 5 months after primary the surgeon revised the patient for hip infection. Medacta liner and ball head of competitor revised successfully. Pathogen is unknown.